Event description:
A healthcare facility in germany reported, via a fisher & paykel healthcare (f&p) representative, of an issue with the iw910 wall mount infant warmer. Upon device assessment at fisher & paykel healthcare (f&p) regional office in germany, it was discovered that the head case was cracked. There was no patient involvement

Manufacturer narrative:
Ps353196 correction: d4 model and catalogue number. Method: the complaint iw910 infant warmer was received at our fisher & paykel healthcare (f&p) service centre in germany and was visually inspected by a trained f&p technician. Our investigation is therefore based on the photographs and information provided by our service centre in germany. Results: during the service, the head case of the infant warmer was found to be cracked. Conclusion: based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base" "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The user manual for the iw910 infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year. The subject infant warmer was repaired and was returned to the customer after passing all the required safety and performance tests.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) representative of an issue with the iw990 wall mount infant warmer. Upon device assessment at fisher & paykel healthcare (f&p) regional office in (B)(6), it was discovered that the head case was cracked. There was no patient involvement.